Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure the ria drive shaft broke at the top. All pieces were retrieved and nothing was left in the pt.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the manufacturing and inspection records revealed that the ria drive shaft fulfills all guidelines and corresponds to the ao/asif specifications. Per the operations technique, when doing a bone graft, the correct drill head should be chosen. The drill head has to be 1.0mm to 1.5mm larger than the diameter of the mark space from the isthmus. It is possible that there was a mechanical overload. The overload exceeded the carrying capacity of the material and this led to a material fracture/ fatigue break. The broken fracture is homogenous which indicates material conformity. No product fault could be detected. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.